Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump piston would not stop during the priming process. Customer does not recall any significant events leading to the error. Customer's blood glucose was 37 mg/dl at the time of incident. Customer indicated that she would call back to troubleshoot. No further information was given.